Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. It was reported the patient experience adhesions. Adhesions are listed as a known possible adverse reaction in the instructions-for-use. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2008 - the patient underwent repair of an abdominal rectopexy and enterocele repair with implant of a bard flat mesh. On (B)(6) 2016 - the patient had an office visit and was diagnosed with a rectal prolapse and a recurrent lower ventral hernia status post previous rectopexy and ventral hernia repair. On (B)(6) 2016 - the patient underwent a laparoscopic low anterior resection, lysis of adhesions, rectopexy and excision of previously placed bard flat mesh. Operative dictation for this procedure notes "the previous mesh placement appeared to no longer be connected to the anterior aspect of the rectum." It was also noted that the "previous mesh" was still adhered to the sacrum. It was reported the patient experienced prolapse, adhesions, additional surgery, explant and detachment of mesh.